Manufacturer narrative:
The device was not returned; however, the device log files were provided for further evaluation. Technical support found one instance of a possible auto-cycling on 14sep2025 which was one day prior to the reported event date. No trending data was provided so the leak percentage could not be determined during evaluation. We are unable to determine root cause at this time with the information that has been provided to us. Section a has been updated to include patient information that was provided on the medwatch report that was submitted by the end user referenced in h10.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device was auto-cycling while in use on a patient. Complainant did not indicate that there was any adverse effect to the patient due to this malfunction.